Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a broken retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the loose retainer ring. The following were noted during visual inspection: broken reservoir tube lip, partially broken retainer ring, missing reservoir tube o-ring, faded serial number label, stained select keypad button. The pump was received without a battery cap. In summary, the customer¿s report of a cracked case was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump crack in the pump case. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was performed and there was no functionality impact. No harm requiring medical intervention was reported. Mmt-1712kl was requested and the device was returned for analysis